Manufacturer narrative:
(B)(4) the device was returned for evaluation and visually and functionally tested pursuant to qrf-0271.e. The device was returned from the facility with a complaint that the device was defective and the end wouldn't close. Upon evaluation, it was found that the deployment cables could not be removed completely. The cables are partially pulled out and the orange tab has become dislodged. Slight fraying of the cable is visible where it runs through the universal joint. Further inspection of this area revealed that the frayed deployment cable had twisted over the deployment cable during assembly, causing it to slick in that location. It appears that this defect was overlooked during normal final assembly inspections.

Event description:
It was reported that the end of the pro140 would not close directly out of the package. A second clip was used with success. There was only a delay for one minute to the case and no harm to the patient.